Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Review of the device data logs revealed safety reset alarms. Visual inspection revealed contamination and super capacitor electrolyte leak on the main circuit board. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device stopped working while on a patient. It was reported that the patient was removed from the device and placed on a back-up ventilator. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device stopped working while on a patient. It was reported that the patient was removed from the device and placed on a back-up ventilator. There was no patient harm or serious injury reported as a result of this incident.